Manufacturer narrative:
(B)(4). Unit received with completely broken reservoir tube lip. Unable to perform all operating currents, a21 error test and all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm, failed battery alarm, low battery alarm due to completely broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rejected new batteries, had received false or unexplained no delivery alarms. The insulin pump had reservoir cap missing, reservoir turns out of place, battery life diminished not 7 days. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.